Event description:
A customer reported to beckman coulter that the unicel dxh 800 coulter cellular analysis system did not generate blast flag for one patient who had 23% blasts identified by manual smear review. The erroneous results were reported out of the laboratory, but the impact to patient treatment is unknown.

Manufacturer narrative:
Method: beckman coulter collected raw data from the customer for analysis. The results of raw data analysis are not available yet. The sample was re-tested on a second dxh 800 instrument and similar results without blast flag were obtained. The event on the second instrument is documented in MDR #1061932-2013-00131.

Manufacturer narrative:
The raw data analysis conducted by beckman coulter indicated that the lymphocyte and monocyte populations in the patient sample were overlapping each other. However, the flagging rules were not sensitive enough to set the blast flag. The related event on the customer's second dxh instrument is documented in MDR #1061932-2013-00131.